Manufacturer narrative:
No samples received for evaluation. No batch number(s) were provided, so the batch manufacturing record could not be reviewed. Without any closed and/or defective sample(s) a complete analysis can not be performed. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). In one suture, the needle is detached from the thread. In another, the needle is broken. In another, the curvature of the needle was inappropriate.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2015. Manufacturing site eval: eval is on-going.